Manufacturer narrative:
Results - our quality engineer visually and microscpically inspected the returned units and confirmed the catheter was broken in two pieces. The device history could not be reviewed as the lot number was not reported. Conclusions - the enginner concluded that the catheter was separated by cuts and a jagged break near the 10cm tick mark. The separation of the catheter tubing occurred while it was still placed over the stylet wire. The stylet wire did not have a tight braid and had a sharp tip near the solder ball, which was not complete. As a result of this investigation, it was confirmed that the failure (broken catheter) was contributed to and caused by the stylet wire.

Event description:
Catheter broke requiring cardiac catheterization for retrieval of catheter fragment. Attempted catheter placement in 2008 in leg. Difficulties were encountered during insertion. Eventually, the decision was made to remove the catheter and try again. During removal, only the stylet came out and 19 cm of catheter remained in the leg. The catheter worked its way to the heart. Pt transferred to another hosp for removal of the catheter. Cardiac cateterization for retrieval of catheter fragment.